Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a broken needle from the sensor. The customer's blood glucose level was 108 mg/dl. The customer stated that the top of the sensor is broken from the button of the sensor. The customer stated that during the insertion process, she accidentally broke the needle housing. The customer will be sent a replacement sensor.